Event description:
It was reported that the implantable pump ¿caused considerable problems since it was first implanted¿. No specific allegations regarding pump performance were reported. It was reported that the patient experienced hallucinations and leg swelling. At the time of this report, the patient requested that the pump be explanted. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).